Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A sample was received for evaluation. Visual inspection and functional test were done. The sample was received in used conditions, without original packaging and with its certificate of safe handling. A leak test was performed to see if there was any functional problem. When the sample was inflated with air, the cuff only inflated one side. Per instructions for use (IFU), the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically, based on analysis the complaint was not confirmed. Root cause could not be determined and no corrective actions were taken since the sample successfully passed functional test.

Event description:
It was reported that the cuff was not inflating during pre-test. No patient injury was reported.